Manufacturer narrative:
The field service engineer (fse) states that the unit alarmed with pressure sensor failure occurrence (1007 error code). This will results in a black screen since this is a vent inop condition. Per fse the flex cables that is connected data acquisition board and sensor board was loose, reconnected the cable and the device returned to normal .no replacement of spare parts. Per fse the unit was not in use on patient.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. This is pending repair completion and patient information. These were requested from the service group.

Event description:
The customer reported that the display screen is black. The customer reported that the unit was in use on patient, but there was no patient harm.